Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient states that a new lens was instilled and later that day was seen for medical treatment at the hospital and was diagnosed with a corneal ulcer and pseudomonas infection of the left (os) eye. The patient's eye care provider states that the patient was seen the day prior for a contact lens check with no ocular issues recorded. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.